Event description:
A remstar pro c-flex+ device was returned to a third-party service center for evaluation as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician performed visual inspection and observed foam particles or degradation inside the blower kit. Additionally, the service technician found dust contamination and several codes were present like e050 (daily values corrupt), e062 (stuck ramp key), e066 (stuck encoder b), e065 (stuck encoder a), e019 (wdog test) and e100 (humid no heat). The device was scrapped by the service center after the evaluation was completed.